Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation. The reported issue was resolved by replacing the uim (user interface module) and the unit returned to normal operation.

Event description:
The customer reported unit cycles on normal during use but the touchscreen display is unresponsive to touch commands. No patient involvement was reported.

Manufacturer narrative:
Result of investigation: carefusion failure technician evaluated the device and reported that the event could not be duplicated. It was noted, however; that there was cloth tape on the power cable and beneath the tape was a tear on cable exposing the wire. The touch screen remained working properly throughout the investigation and even after an overnight cycling of the device.